Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that portions of the touchscreen is intermittently unresponsive, and at times has caused incorrect buttons to be pressed. During troubleshooting with tandem technical support the touchscreen was functioning as intended. Customer had elevated blood glucose levels (300 mg/dl). Customer delivered manual injections to stabilize blood glucose levels.